Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device was repaired onsite and is back in clinical use and will not be returning to zoll.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine assembly was removed and returned. The reported malfunction of the device displaying a "defib fault 72" was duplicated and attributed to the pace/defib engine assembly. The reported malfunction of the device displaying a "defib fault 78" message was not duplicated. The customer received a replacement board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.